Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: foreign material on implant: observed a fiber on surface the lid it is not assessed as workmanship since it was received out of the sealed package. However, a further investigation is still requested. A further investigation is requested for the event of fiber on surface the lid. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "hair on top of the inner package". Device was not implanted.